Event description:
It was reported that the user¿s dexcom sensor showed no readings and a temporary sensor error advising a wait period, during which the user experienced hypoglycemia while connected to the ilet and requested guidance for a routine supply change; education and troubleshooting were provided, and the supply change proceeded normally once the user¿s glucose recovered. Symptoms included hypoglycemia with a documented low of 58 mg/dl. Outcomes included user self-treatment of the low with oral glucose and recovery to 111 mg/dl without professional intervention. Investigation included remote troubleshooting and education regarding sensor error handling, manual bg entry, and supply change steps. Investigation of this case revealed no device malfunction of the ilet and an event consistent with cause unclear hypoglycemia in the setting of reduced food intake during a hospital visit. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.